Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: robot nefrectomy. Event description: looping cord broke off locking mechanism during tightening/pulling bag. Additional information received from applied medical representative via email on 11dec25: some questions were not answered by them, so there are some blanks. They couldn¿t answer the questions about the location of the cord break relative to the bead. This is because they don¿t know what the bead is. Patient status (under anesthesia). There were no cord fragment(s) that fell into the patient. The break occurred on one side where it is attached to the green element. The cord had come loose on one side, preventing the bag from closing. Ultimately there was spillage, extra bags were used to remove everything from the patient. Additional information was received from an applied medical representative via email on 17dec25: confirmed the hospital had disposed the device. Type of intervention: unknown. Patient status: no patient injury reported.

Event description:
Procedure performed: robot nefrectomy event description: looping cord broke off locking mechanism during tightening/pulling bag. Additional information received from applied medical representative via email on 11dec25: some questions were not answered by them, so there are some blanks. They couldn¿t answer the questions about the location of the cord break relative to the bead. This is because they don¿t know what the bead is. Patient status (under anesthesia). There were no cord fragment(s) that fell into the patient. The break occurred on one side where it is attached to the green element. The cord had come loose on one side, preventing the bag from closing. Ultimately there was spillage, extra bags were used to remove everything from the patient. Type of intervention: unknown patient status: no patient injury reported.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.